Event description:
The pt implanted with this ancure endograft experienced open aneurysm repair, no further info was provided. Boston scientific can not confirm the clinical observation. If additional info becomes available, this event will be updated.

Manufacturer narrative:
This device has not been returned and boston scientific can not confirm the clinical observation. No additional info is available at this time. If additional info becomes available, this event will be updated.